Manufacturer narrative:
A direct correlation between the device and the reported event could not be determined through this evaluation. The patient remains ongoing on the device and no additional related events have been reported at this time. The heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 2 years, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had elevated ldh and was treated with heparin infusion. The ldh returned to normal and heparin infusion was stopped due to concern for bleeding. With dual coverage with therapeutic inr. The patient was monitored overnight. No further information provided.